Manufacturer narrative:
Method: device history review; visual inspection; complaint history review; risk assessment; labeling review; additional document reviewresults: the implant was confirmed to have a disengaged tulip upon visual inspection. This event occurred intra-op and resulted in a 2 minute surgical delay, however there were no adverse consequences to the patient. The manufacturing records were reviewed and there were no relevant issues found during the manufacturing process. Conclusion: although it cannot be conclusively determined, the most likely cause for the reported issue is due to excessive force used by the surgeon upon blocker insertion.

Event description:
It was reported that during a revision surgery, while removing screws, the tulip head came apart from the screw. This happened when the doctor used the mono driver to manipulate the tulip head so that the surgeon could better access the screw. They were able to remove the screw successfully.

Event description:
It was reported that during a revision surgery, while removing screws, the tulip head came apart from the screw. This happened when the doctor used the mono driver to manipulate the tulip head so that the surgeon could better access the screw. They were able to remove the screw successfully.